Event description:
While reporting issues with sensor errors, caller reported that the customer recently had a blood glucose level over 500 mg/dl. Caller stated that the customer's blood glucose level was 320 mg/dl earlier in the day of the call. During a follow up call, caller reported that the insulin pump returned a button error alarm and that the keypad was unresponsive. Caller did not recall any significant events leading up to the error. Blood glucose level was 320 mg/dl at the time of the follow up call.

Manufacturer narrative:
No button error alarm noted during testing. Unit had no button response due to corroded keypad traces. It was unable to perform the displacement test, rewind, basic occlusion, occlusion, prime and the excessive no delivery test due to any button response. Unit had a minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.